Event description:
It was reported that the patient experienced oxygen desaturation one day after the initial set up of the vest apx device. Patient has a tracheostomy and typically wears a trach collar on room air, with a baseline oxygen saturation of 95-99%. On march patient¿s oxygen saturation dropped to the high 80¿s with no medical intervention required. One day later, the patient¿s oxygen saturation dropped to 73%, patients¿ fingers and nails turned purple and patient was placed on 3l of oxygen, taking one hour to return to baseline. Currently patient saturation remains in the low 90's. Patient believes that this is caused by mucus blocking the airway, customer confirmed patient has suction equipment that can be use. The respiratory clinician provided education including the importance of effective airway clearance along with the risk of medical emergencies if mucus cannot be cleared. The device instructions for use warns users: ¿patients that may have difficulty clearing secretions from the upper airway may require specialized therapy in addition the vest apx system therapy. Please consult your physician to determine if additional therapy is appropriate.¿ there was no allegation of a device malfunction, and the device remains with the patient for continued use. No further information was available at the time of this report.

Manufacturer narrative:
The exact cause of the reported event is undetermined; however, it is likely due to patient's extensive medical history, combined with ineffective airway clearance as noted by the patient. The respiratory clinician provided education including the importance of effective airway clearance along with the risk of medical emergencies if mucus cannot be cleared. Additionally, the respiratory clinician instructed the customer on pausing therapy to clear the airway when necessary and that some patients require specialized therapy in addition the vest device and advised reaching out to the patients¿ healthcare provider. There was no report of device malfunction, and the device remains with the patient who has continued use without any further oxygen desaturation episodes. Should additional relevant information become available, a supplemental report will be submitted.